Event description:
On (B)(6) 2008, an aortic valve replacement procedure was performed and this 23 mm sjm trifecta valve was implanted. The patient notified staff at the implanting facility that the valve was explanted at another facility on (B)(6) 2016. Additional information indicated the valve had decreased leaflet mobility due to stenosis and non-structural dysfunction. A 21 mm on-x valve was implanted and the patient was reported to be in stable condition. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2008, an aortic valve replacement procedure was performed and this 23 mm sjm trifecta valve was implanted. The patient notified staff at the (B)(6) that the valve was explanted on (B)(6) 2016. (Clinical study patient ID: (B)(6)).